Manufacturer narrative:
The reported device has been returned to maquet, but has not yet been evaluated. A supplemental report will be provided once the results of the evaluation are available. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv vacuum stabilizer system, st would not vacuum and fix the pt's heart. A replacement device was used to complete the procedure. The hospital did not report any pt effects.